Manufacturer narrative:
(B)(4). UDI# - in the absence of a reported part number, UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that in 2015, an unknown absorb scaffold was implanted in the proximal left anterior descending (lad) artery. Optical coherence tomography (oct) showed a good final result. The patient returned (B)(6) 2017 due to angina and the lad was a near total occlusion due to scaffold thrombosis. A drug eluting stent was implanted in the scaffold with a good patient outcome. No additional information was provided.